Event description:
Literature was reviewed regarding a patient who underwent successful transcatheter aortic valve replacement with a medtronic 29 mm evolut r valve. One week later, the patient presented to the emergency department with dysphasia, and signs of a stroke (bihemispheric punctate acute infarcts) were observed on brain magnetic resonance imaging (MRI). The patient was admitted to the hospital and cardiac computed tomography found extensive hypoattenuated leaflet thickening (halt) of the evolut r valve and thrombus in the aortic sinuses. Consequently, the patient was started on anticoagulant medication and was said to have made a full neurological recovery. After six months of anticoagulation, repeat imaging showed good evolut r function and complete resolution of halt. No further information was provided pertaining to the evolut r valve.

Manufacturer narrative:
Citation: othman f, yong g, whelan a, ihdayhid ar. Aortic valve laceration following rotational atherectomy: a case report. Eur heart j case rep. 2024;8(6):ytae226. Published 2024 may 9. Doi:10.1093/ehjcr/ytae226 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.